Event description:
It was reported that the pulse generator would not connect to the radio frequency. The device was not used.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found the device could not be interrogated using rf telemetry unless the wand was directly over the unit. A new rf module was installed and the device was able to be interrogated normally using rf telemetry.